Event description:
After an implantation time of about 10 years this device was explanted due to a "pacemaker malfunction." A depleted battery was noted. No add'l info is available and the device is not available for analysis. Should add'l info become available, this event will be updated.